Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was that a cable-mounted plug connector, designator p14, from the therapy connector assembly was not properly seated to pcb-mounted jack connector designator j14 on the therapy pcb assembly. The customer was provided with a replacement device.

Event description:
It was reported to physio-control that when testing the customer's device in AED mode, it would prompt the end user to "connect cable" even though the therapy cable was properly connected to either a test load or a patient simulator. This indicates that the device may not be able to detect a patient, if an actual patient were attached to the device. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.